Manufacturer narrative:
The component code, evaluation result code, and evaluation conclusion code were updated. The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned low results for multiple patient samples tested for sodium (na) on a cobas 8000 cobas ise module. The following are examples of discrepant results that were provided for 4 patient samples. Patient 1 (ID (B)(6) initial result was 129 mmol/l. The repeat was 137 mmol/l. Patient 2 (ID (B)(6) initial result was 133 mmol/l. The repeat was 139 mmol/l. Patient 3 (ID (B)(6) initial result was 150 mmol/l. The repeat was 156 mmol/l. Patient 4 (ID (B)(6) initial result was 134 mmol/l. The repeat was 143 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
On 04-jan-2023 the field service engineer (fse) visited the customer site. The customer stated the event was due to a calibration issue. After repeating calibration and qc the issue was resolved for approximately 1 week. The fse found a syringe was full of air and the customer was unable to run calibration and they were receiving instrument errors. The fse replaced all of the straw tubing on all of the bottles. Calibration and qc were acceptable afterward. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.